Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose (bg) value was 52-170 mg/dl. Reportedly, the customer "delivered too much insulin" via a bolus with the pump to account for temporarily not being connected to pump, which resulted in the customer's bg decreasing to 52 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.